Manufacturer narrative:
((B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of high results. Customer states that she feels well and states he does not require medical attention. The customer's expected blood results are 90-110mg/dl fasting. Verified the strips expire 04/30/2018. Customer states the strips are properly stored and were first opened (B)(6) 2015. Customer performed a back to back blood test and obtained 128mg/dl and 141mg/dl. Reviewed meter memory: 1: 156mg/dl (B)(6) 2015 11:23:00 am fasting: no; 2: 119mg/dl (B)(6) 2015 06:22:00 pm fasting: no; 3: 149mg/dl (B)(6) 2015 05:44:00 pm fasting: no; 4: 172mg/dl (B)(6) 2015 05:42:00 pm fasting: no; 5: 154mg/dl (B)(6) 2015 03:40:00 pm fasting: no. Customer is feels all results are high. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that she feels well and states he does not require medical attention. The customer's expected blood results are 90-110mg/dl fasting. Verified the strips expire 04/30/2018. Customer states the strips are properly stored and were first opened on (B)(6) 2015. Customer performed a back to back blood test and obtained 128mg/dl and 141mg/dl. Reviewed meter memory: (B)(6). Customer is feels all results are high. No adverse event reported.